Event description:
Pt had swelling after hydrelle injection in left and right malar crescent, continued up to 4 weeks when 2 steroid injections were given.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.